Manufacturer narrative:
Patient age at the time of event: over 18 years old. Device evaluated by MFR: returned product consisted of the watchman access sheath (was) along with a second watchman access system on related complaint and a watchman implant on related complaint. Blood was on the device and the valve was opened as received. Device analysis determined the condition of the returned device was consistent with the reported information. The hub, shaft, and tip were examined. A kink was found 46.5cm from the tip. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08256 and 2134265-2016-08936. This complaint is reportable based on the analysis completed on 19 october 2016: it was reported that recapture difficulties and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman® laa closure device and delivery system was advanced through the watchman® access system. The closure device was deployed, but the position was not adequate so it was fully recaptured. The physician noticed that the access system appeared to be "bending excessively" during the recapture. He removed the closure device and reintroduced an unknown pigtail catheter to navigate into the laa. When the physician was going to insert a new wds, he noticed the was had a kink 15cm in the distal segment. The physician used a new was and wds to successfully complete the procedure. No patient complications occurred. However, product analysis revealed the was that was used to successfully deploy the closure device had a kink and the tip was damaged.